Manufacturer narrative:
Minimal information regarding this event has been provided. Additional details and the product return are currently being requested. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 3300tfx 27mm bioprosthetic aortic valve, implanted for one (1) year and four (4) months, was explanted. The reason the valve was explanted is unknown. The explanted device was replaced with another edwards valve. No other details were provided.

Event description:
It was reported via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for one (1) year and four (4) months, was explanted due to perivalvular leak and insufficiency. Patient presented with chronic heart failure, ef 20%. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. Patient tolerated the procedure and taken to the ICU in critical condition. Patient was discharged on pod#12. Per the medical record the patient underwent redo, redo avr with replacement of ascending thoracic aorta with a 30mm graft and redo svg to rca and innominate artery patch repair due to laceration upon initial placement of sternal retractor. An iabp was placed to support weaning from cpb. Pathology of explanted aortic valve: there are no obvious vegetations, no tears in the leaflets and no calcification present.

Manufacturer narrative:
Manufacturer narrative: updated sections: h6 component codes, investigation findings, and investigation conclusions. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. The subject device was discarded. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
It was reported via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for one (1) year and four (4) months, was explanted due to insufficiency. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve.

Manufacturer narrative:
Updated sections: b5, b7, h6 health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for one (1) year and four (4) months, was explanted due to perivalvular leak and insufficiency. Patient presented with chronic heart failure. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. Patient tolerated the procedure and taken to the ICU in critical condition. Patient was discharged on pod#12